Manufacturer narrative:
Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. In practice, the user loads a cor-knot® quick load® unit comprising a hollow cor-knot® titanium fastener and a wire snare into the distal tip of a cor-knot® device. The user then pulls the snare to draw suture ends through the titanium fastener loaded in the cor-knot® device. The snare is set aside, and the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user then squeezes a lever on the cor-knot® device to crimp the titanium fastener onto the suture and trim the suture tails. The crimped cor-knot® fastener secures the suture. There is no report that the cor-knot® device did not perform its intended function of securing suture within the crimped titanium fasteners. The yamada pre-proof offers several possible explanations for this event: · "tissue fragility associated with advanced age, female sex, and chronic immunosuppression due to long-term steroid use may have contributed to the risk of structural injury". · "direct trauma from the cor-knot shaft during deployment". · the outward-tilted orientation of the crimped titanium fastener may have directly impinged on adjacent fragile tissue. To this list of potential explanations for how the perforated tissue could have been contacted and potentially injured, one should include the possibility that a surgical instrument besides a cor-knot® device may have come into contact with the tissue in question. Many surgical instruments besides the cor-knot® device are used in a mics avr, including graspers, needle drivers, cardioplegia cannulas, and instruments for removal of the native calcific valve leaflets, all of which are used within the area of the sinus of valsalva. From a timing perspective, the yamada pre-proof also hypothesizes that the perforation may have occurred 1) during the placement of a titanium fastener (and therefore would have likely been due to contact with one of the surgical instruments in use, whether the cor-knot® device or other device) or 2) following aortic declamping due to physiological pulsatile motion. To this list of timing opportunities, one should also include the possibility that the perforation may have occurred during any of the surgical actions within the patient's heart, including, but not limited to when the calcified leaflets were being removed. The yamada pre-proof provides information to help narrow down the options for when the perforation occurred. Specifically, the yamada pre-proof reports, "immediately following aortic cross-clamp removal, significant oozing was observed from the anterior aortic root." Based on the report of immediate oozing, it is very unlikely that the perforation would have been caused by pulsatile motion even if a titanium fastener had been placed in an orientation where the suture tails exiting the titanium fastener and eventually the crimped fastener itself could contact the sensitive tissue structure of the sinus of valsalva. In such a scenario, the suture tails from a crimped fastener would have to contact the tissue first, and wear away at the tissue until the crimped fastener could contact the tissue and it is unlikely there would have been enough time for this to happen via pulsatile motion given that oozing was observed "immediately". Therefore, it is more likely that the tissue injury occurred as the result of contact between one of the surgical instruments which was used in the patient's heart during the avr and the affected tissue. As discussed above, this surgical instrument could have been a grasper, one of the tools used during removal of the calcific valve, the cor-knot® device, or some other tool. There is no way to make a more specific determination. From a labeling perspective, in accordance with the cor-knot® instructions for use, each cor-knot® titanium fastener and its suture tails should be visually inspected. Surgeons are warned that "direct contact between sensitive tissue structures (e.g., pulsatile arteries, cardiac valve leaflets, valve chordae, etc.) And foreign materials can lead to tissue injury or damage, such as tissue erosion. Always orient cor-knot® fasteners and remnant suture tails to avoid direct contact between delicate tissue or prosthetic structures." As with any device, there is the potential to injure tissue if the device is brought into contact with sensitive tissue. From the cor-knot® perspective, the instructions already warn against direct contact between sensitive tissue structures and foreign materials. The warning is not limited to fastener orientation. The labeling warning already covers suture and the crimping device, including orientation of both. The titanium fastener, the crimping device, and the suture are all foreign materials and therefore fall within the existing warning. We do not believe that it is necessary to add any further precautions. The existing warnings and precautions are not exclusive to open surgery or mics. The existing warnings and precautions apply to all surgical use of the cor-knot® device. Likewise, the existing warnings and precautions are not exclusive to one population over another population. Regardless of the physical size of a patient, "direct contact between sensitive tissue structures (e.g., pulsatile arteries, cardiac valve leaflets, valve chordae, etc.) And foreign materials can lead to tissue injury or tissue erosion." With respect to the sinus of valsalva described in the yamada pre-proof, regardless of a reason a patient might have a small sinus of valsalva, if the tissue is such that there would be direct contact with the sinus of valsalva tissue and one or more of 1) the suture tails, 2) the titanium fastener, 3) the crimping device, or 4) any other surgical instrument used in the heart, then a surgeon should take this into consideration and avoid such contact in accordance with the warnings already in our instructions for use (IFU). A similar analysis applies if considering the orientation of the cor-knot® device shaft while placing a titanium fastener. As noted, the IFU warns that direct contact of foreign materials (this includes the crimping device) and sensitive tissue can result in tissue damage. The potential for contact between the cor-knot® device and aortic wall is already a reality for all patients, regardless of their size. If a patient is smaller, a surgeon will note the small anatomy (as they would see a larger anatomy) and still need to apply their judgment on whether the surgical tools they are placing within a given space allow them to safely use the tool, given that they know contact between the tool and the sensitive tissue can cause damage. If a surgeon decides to use a device, including the cor-knot® device, in a manner where they are directly contacting sensitive tissue structures with the cor-knot® device, they have already been warned by our IFU that this can cause damage to that tissue. Therefore, there is not a need for an additional warning. The sinus of valsalva perforation reported in the yamada pre-proof is an exceedingly rare event that is not the result of a technology or device failure. Rather, it is likely the result of a suboptimal user technique in direct contraindication to our instructions. More than (B)(4) cor-knot® titanium fasteners have been used worldwide in (B)(4) cardiac surgical cases since 2011. In that time, including the current reported event, this is the only report of an injury to the sinus of valsalva. Therefore, the occurrence rate of cor-knot® patients with a sinus of valsalva perforation is (B)(4) for cardiac surgical cases. As an additional point of reference, one possible complication from cardiac valve replacement surgery is paravalvular leaking (pvl) caused by insufficiently tensioned hand-tied suture knots, which allow blood to pass between the sewing cuff of a prosthetic valve and the native tissue where the prosthetic valve is seated. The surgical literature reports that pvl occurs in approximately 2-5% of surgical aortic valve replacement (savr) cases using hand-tied knots, and when it occurs, a redo operation is typically necessary. This >2% redo rate for pvl is considered acceptable by surgeons because the benefits of the prosthetic cardiac valve that is replacing a diseased valve far outweigh the risk of pvl. Use of cor-knot® titanium fasteners to secure suture instead of hand-tied knots also enables the implantation of replacement cardiac valves but beneficially has been shown to have an 82% reduction in relative risk for pvl compared to hand-tied knots, while also enabling less invasive procedures. In a publication from (B)(6) in (B)(6) "incidence, natural history, and factors associated with paravalvular leak following surgical aortic valve replacement," the authors address the results of using titanium fasteners vs. Hand-tying for securing aortic valves in minimally invasive and open savr during a 7 year period. Their analysis demonstrates a reduced trend of leakage over time when titanium fasteners are employed, relative to the use of hand-tying. [Placeholder for fig. 2 - comparison of cumulative incidences of pvl between cor-knot® and hand-tied knots.] The (B)(4) rate of patients experiencing sinus of valsalva perforation associated with cardiac surgical cases performed with cor-knot® titanium fasteners is over (B)(4) times less likely than the accepted pvl rate associated with the use of hand-tied sutures. Therefore, the risk of sinus of valsalva perforation occurring through the inappropriate use of this technology is orders of magnitudes less than the benefits cor-knot® offers patients and surgeons. Our device instructions appropriately alert surgeons that direct contact between sensitive tissue structures and foreign materials can lead to tissue injury or damage, such as tissue erosion. Including the reported event, there has only been this single report of sinus of valsalva perforation, coinciding with a surgical case where cor-knot® devices were used, out of (B)(4) cases worldwide. Therefore, as noted above, the rate of occurrence per patient for sinus of valsalva perforation associated with cor-knot® fasteners is an extremely rare (B)(4). Importantly, the patient was reported to have an uneventful postoperative course and was discharged without major complications. We are grateful that this patient's operation appears to have been highly successful. With this specific patient's anatomy, the extremely rare sinus of valsalva perforation experienced in this unfortunate situation is attributable to the surgical technique. This is not a product design or manufacturing failure. Closer adherence to the instructions for use (IFU) may have prevented this avoidable outcome.

Event description:
Note: since we are unable to paste photographs or charts into this form, we are also attaching a separate pdf document with this report which includes any figures to which we refer in this document. Please see the attached separate pdf filed entitled, "incident report images for medwatch 1320468-2025-00002.pdf" to view the associated figures. On (B)(6) 2025, during a routine post market surveillance literature search, lsi identified a journal pre-proof paper entitled, "valsalva sinus perforation caused by cor-knot during totally endoscopic minimally invasive aortic valve replacement", authored by akitoshi yamada, md, phd et al. For convenience, this paper will be referred to as the "yamada pre-proof". The yamada pre-proof does not identify a specific date for the reported event, however ethics approval from the kita-harima medical center in japan for publication of the related case report was obtained on 01 may 2023, so we can conclude that the reported event had to have occurred prior to 01 may 2023. The patient, a 75-year-old woman (height 154cm, weight 37kg, bmi 15.6kg/m2) underwent a totally endoscopic minimally invasive cardiac surgery (mics) aortic valve replacement (avr). The patient was reported to have a past medical history of receiving chronic corticosteroid therapy for sjögren's syndrome and systemic lupus erythematosus and presented with symptomatic severe aortic stenosis. The patient was further reported to have a "small aortic annulus measuring 20mm and a narrow left ventricular outflow tract measuring 18mm". The patient was placed on cardiopulmonary bypass (cpb), the heart was arrested using selective antegrade cardioplegia, and an aortic cross clamp was applied. The report states that, on examination, the patient's "heavily calcified aortic valve was excised under optimal endoscopic visualization". A 19mm bioprosthetic valve was implanted in the supra-annular position, and as reported, "cor-knot was used to secure the annular sutures, orienting the fasteners outward". The yamada pre-proof reports that "immediately following aortic cross clamp removal, significant oozing was observed from the anterior aortic root, necessitating emergent conversion to full sternotomy." The cross-cramp was reapplied and the heart arrested again, with the patient on cpb so that hemostasis could be re-established. Per the report, "inspection revealed a 3mm perforation at the sinus of valsalva near the right coronary cusp (rcc), adjacent to the commissure between the right and left coronary cusps". Fig. 1, from the yamada pre-proof is described as showing the perforation. [Placeholder for fig. 1 - (B)(6)]. As reported in the yamada pre-proof, the "perforation was repaired from both the luminal (internal) and adventitial (external) sides of the aorta with one mattress suture each, using 5-0 polypropylene and ptfe (polytetrafluoroethylene) pledgets." The patient's post-operative course was reported to be "uneventful, and she was discharged without major complications".